Event description:
According to the distributor report, pt underwent craniectomy with resection of cerebellar tonsils and c4 through c7 laminectomy in 2001. There were no apparent complications. Pt was released five days later. Seven to ten days post-op, pt presented to surgeon's office with symptoms of wound infection. Pt required outpatient antibiotic treatment.